Event description:
Approx one month following cypher stent placement to treat in-stent restenosis in the proximal right coronary artery (pro rca), the pt presents with chest pain. Repeat coronary angiography revealed thrombus inside the cypher implanted in the prox rca. This was treated with aspiration, balloon angioplasty with a maestro balloon (4.5 x 15 mm)-inflation pressure/time unknown and the placement of a cypher 3.0 x 33 mm stent.